Manufacturer narrative:
Device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the small nut with the prismatic light deflector fell off. The consultant surgeon conducted a comprehensive check of the oropharynx, larynx, and trachea to ensure that there was no foreign body left behind. Additionally, a chest x-ray was also taken to ensure that nothing remains in the patient's cavity. However, due to the fact that an x-ray was required to confirm that no parts remained in the body (additional medical intervention), this case is deemed reportable.

Manufacturer narrative:
Additional information was received on november 13, 2025. The lot number was confirmed - ov05. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device in question (10101fa, prismatic light deflector, lot ov05, manufactured 21-feb-2014) was received by the manufacturing site in germany on 17-nov-2025 for investigation. The following investigation steps were taken: · review of the product change history for the affected device. · verification of the manufacturing date and confirmation that all production-related quality checks were passed. · review of the IFU, which include appropriate instructions for handling and checking the device. · physical inspection of the returned device, which revealed that the adhesive bond between the detent and the center piece had come loose and that the surface of the prismatic optical component was damaged/cracked. · review of complaint history for similar events. The physical inspection clearly demonstrated signs of wear consistent with the device's life span (approximately 12 years) and the associated repeated reprocessing cycles. These factors are considered the most probable cause for both the loosening of the adhesive bond and the observed cracking of the optical window. Conclusions: the investigation did not reveal any root cause related to the device design, labeling, or manufacturing process. All quality control measures were met, and no non-conformities were found in the production records. The labeling was confirmed to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).